Event description:
Customer reported that a pt presented with a rash / uticaria two weeks following laproscopic surgery. The pt was prescribed antihistamines. The symptoms are reported as resolving.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. It is the opinion of our medical director that synthetic sutures do not contain antigenic material and therefore, was not likely the cause of the reported reaction. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.